Manufacturer narrative:
E1. Phone number continued: (B)(6) unreporting the codes e2317 (granuloma) and e0308 (lymphadenopathy). Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: e1, g1, h6.

Event description:
Healthcare professional reported "capsular contracture baker I", "rupture" , "siliconomas" and "lymphadenopathy" diagnosed via MRI. This report is for the right side. Device was explanted.

Event description:
Healthcare professional reported right side rupture, siliconomas, lymphadenopathy, and capsular contracture, baker grade I. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist abbvie in determining a probable causes for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker I", "rupture" , "siliconomas" and "lymphadenopathy" diagnosed via MRI. This report is for the right side. Device was explanted and replaced and it will be returned.